Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, and the pusher assembly could not be advanced at all. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00453.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance at all within their respective introducer sheath. Therefore, the two smart coils were removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.